Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a lite glove. The customer reports that the device was fine when it was applied at the start of the procedure. The device had a crack and was torn during the procedure while handling the operating lighting. When this was noticed, the operating field and the devices were changed. Another device with a different lot number was used to complete the procedure successfully. An antibiotic therapy was made for the patient. Upon further clarification from a covidien clinician, the reported therapy is more clearly described as, the patient was started on antibiotics prophylactically.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided and a device history record (DHR) was reviewed, there were no abnormal process conditions present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. An unused sample with lot number 4085101864x was received and after performing visual inspection per procedure, the reported issue was not confirmed; the sample does not present damage. The reported condition by the customer could not be confirmed; however, based on previous investigations with a similar issue, a potential root cause identified may be due to an inconsistent forming process. There may be an air/vacuum pressure leak in the forming mold. Another potential root cause identified could be due to the material. During the manufacturing process a functional test is performed according to a visual aid. Training was conducted to bring awareness to the appropriate manufacturing personnel. In addition, a sample board was made to improve detection during the pick and place process in the multivac line. The exact root cause of the reported condition could not be determined. A quality alert has been posted in the thermo and multivac production line to notify appropriate personnel regarding the reported issue and to include a maintenance procedure about the thermography frequency. The following activities have been completed as preventive action in the thermo machine: replacement of 2 ceramic lamps, adjustment, alignment and sharpening of the knives. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.